Event description:
Boston scientific received information that this device delivered inappropriate shocks for supraventricular tachycardia (svt), leading to therapy exhaustion. The device atrial fallback refractory time was reprogrammed to 200pm with no further observations. To date, no adverse patient effects were reported as result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.